Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative of a leadless pacemaker that the device exhibited variable thresholds with a pacing issue as telemetry showed there was intermittent loss of capture. The leadless pacemaker was reprogrammed and remains in use. No patient complications have been reported as a result of this event.